Event description:
Customer claimed "pt was found in bed lying in a pool of blood". An IV line was attached to the clave port and the infusion was running. The clave was a removable clave on an extension set. Leakage was noted at "the connection". No blood was observed on IV dressing or in IV line. No other areas of bleeding found. Customer did not save the extension set or IV tubing. Customer is unsure if this is a product problem or if the product was not used properly. The first report of this event stated that "a very small amount of blood leaked out" and no pt harm was reported. When sample was picked up, the report was changed to "lying in a pool of blood".